Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon and nurse feel the green staple cartridge of the powered echelon flex. It was not loaded correctly therefore causing it to push out during firing and not form staples correctly. The surgeon noticed immediately and stopped the firing trigger then reversed the knife blade. The stapler however did not lock out. Some of the cartridge drivers fell into patient which they collected. This was on the second firing. They reloaded a new cartridge and fired it correctly, over sewing the staple line to ensure integrity. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the patient impacted? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.